Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced occasional transient dizziness. The right ventricular lead displayed low impedance and oversensing which caused pacing inhibition. The lead had previously been unpolarized. The lead was capped and replaced. No further patient complications have been reported as a result of this event.